Event description:
It was reported that during a da vinci-assisted simple transvesical prostatectomy surgical procedure, the customer experienced a recurring message instructing to check the neutral electrode alignment. The customer received phone assistance from technical support engineer (tse). The customer confirmed that the grounding pad indicator was green, and there were no firing issues with integrated electrosurgical unit (iesu). The tse suggested repositioning the grounding pad, so its long portion faced the surgical area. The customer intended to obtain another grounding pad and reposition it correctly. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the iesu remained usable with both functional monopolar and bipolar energy during the procedure. The customer followed the tse¿s instruction to reposition the grounding pad, but the error message persisted.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. Isi has received the iesu for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
The generator was analyzed and the customer reported complaint was confirmed. Upon visual inspection no issues were found that would be related to the reported event. The generator was tested using a well-known system and the unit cauterized, and all ports recognized instruments without issue. The complaint was confirmed based on failure analysis, which indicates that the system may have contributed to the customer reported complaint. The probable root cause could be attributed to issues related to the grounding pad issues on the generator.

Event description:
Refer to h11 for follow-up information.